Manufacturer narrative:
Height : 63 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
End user reports circumferential peristomal redness had improved since last reporting it in (B)(6) 2014 but over the past month it has worsened again. Peristomal redness never completely resolved. This redness extends outward approximately 7mm. She said the area bleeds a small amount when cleansing her peristomal skin but this bleeding resolves without intervention. She saw her doctor approximately a month ago because the area to her peristomal skin worsened. Her doctor prescribed silvadene cream to be applied to the area. She is no longer using the silvadene cream because she did not feel it was helping. She reports being dehydrated and malnourished with a temperature of 101.4 and an elevated white blood cell count. She was prescribed bactrim due to elevated white count, temperature and reddened peristomal skin. She was also prescribed medications to treat her malnourishment and high output ileostomy but she cannot afford the medications. She was placed on diflucan and prednisone for a rash to her thighs.